Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on and the stylus was not working. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus was not working. The stylus cable was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.